Event description:
Customer reports meter has a brown burn spot in the lower middle of the screen and plastic is melted while using the advantage system. Customer reports meter is warm to touch. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.